Event description:
It was further reported that taget lesion 3 was direct stented. Discharge summary notes that the diagnonal was jailed and probably lost. The pt presented 20 days post index procedure for repeat catheterization to reassess the severity of cad and possible stenting of the lcx. Cardiac catheterization revealed that the lcx had 90% distal stenosis, and the lad had widely patent stents. Left vetriculography showed ischemic cardiomyopathy with akinesis of the anterior and apical wall of the left ventricle and severe diastolic left ventricular dysfunction. Ejection fraction was 35%. During the six month follow up phone call, the site was informed that the pt expired at home 157 days post index procedure. The cause of death was noted as cardiac pulmonary arrest.

Event description:
Clinical study same case as MDR 6000093-2005-01300. It was reported that 222 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a q-wave myocardial infarction (mi). The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (15mm long) was identified in the proximal lad with 95% stenosis and a 4.0 mm vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.5x16mm taxus stent, reducing the stenosis to 20% following post dilatation. Per cardiac catheterization report, there was a possible slight impingement of a small diagonal branch at the distal aspect of the stent. Target lesion 2 (15mm long) was identified in om1 with 80% stenosis and a 4.0 vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0x16mm taxus stent, reducing the stenosis to 0% following post dilatation. The pt was discharged 2 days post index procedure on asa and plavix. The pt presented to a non-enrolling hosp with chest pain and elevated blood sugar 222 days post index procedure. Initial cardiac enzymes were within normal limits and ECG revealed sinus rhythm with anterior q waves. Pt was subsequently transferred to another facility for further eval and mgmt. ECG showed "sinus rhythm with qrs at leads v1, v2, v3, v4 and v5, such as anterior myocardical infarction." Cardiac enzymes became elevated but did not meet guideline criteira for mi. The site reports mi based on elevated troponin levels, a positive ck-mb and ECG changes. The pt was transferred to the enrolling hosp for cardiac catheterization and possible intervention, 223 days post index procedure. In the opinion of the physician there was a probable relationship between the mi, the taxus stent, and the target vessel. Coronary angiography revealed severe three-vessel coronary artery disease including subtotal occlusion of the rca, a tight lesion in the lad, and approx 50% in-stent restenosis of the cx distribution 223 days post index procedure. The pt was referred for coronary revascularization, however, surgery was postponed due to long standing plavix use. Cabgx3 was performed, 228 days post index procedure, which included lima to lad, reverse svg to om2, and reverse svg to rca. Per source documents, the pt's digoxin was temporarily held post operatively due to development of a junctional heart rhythm. The pt was discharged 5 days ost tvr on asa. In the opininon of the physician the tvr was not related to the taxus stent.